Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following section was corrected: d4. The device was returned and evaluated. Based on the results of the investigation, the phenomenon was not confirmed, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus visera 4k uhd camera control unit unexpectantly restarted during a therapeutic procedure. According to the initial reporter, the intended procedure was completed using the subject device without any harm to the patient. The customer noted that this event has occurred on several occasions. This file (B)(6) is 2 of 2, being submitted as a generic report to capture the unknown number of occurrences. Report with patient identifier (B)(6) is being submitted to capture the initially reported incident.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.